Manufacturer narrative:
No blood loss or medical intervention was reported. We have requested the downloaded machine data files and further investigation of this occurrence is ongoing by the MFR. Co is aware of this machine malfunction (incorrect fluid removal) and is working on correction.